Event description:
In 2009, covidien was informed of a customer who had an issue with a heparin prefilled syringe. The attorney alleges that the decedent received heparin during dialysis treatment on the event date. Shortly thereafter, the decedent began to experience symptoms consistent with the adverse reactions associated with contaminated heparin reported to and being investigated by the FDA and others. Upon information and belief, on at least one occasion the heparin administered to decedent was a contaminated heparin product. Patient passed the following month.

Manufacturer narrative:
Submit date: 4/30/2009. An investigation is currently underway. Upon completion, the results will be forwarded.